Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Not returned.

Event description:
Complaint received regarding one+ (B)(4), transpac IV trifurcated monitoring kit with safeset. Air in line developed upon using the safeset syringe. No serious patient consequences reported.